Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion test failed during the preventive maintenance, which was confirmed during evaluation. A review of the event history log identified downstream occlusion test failed during the preventive maintenance as downstream occlusion messages. The cause was determined to be a force sensor was out of the calibrated specification range. The force sensor was rcalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion failed test during preventive maintenance. There was no patient involvement. No additional information is available.